Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend of the rv pacing lead was rising, and that there was an r-wave amplitude issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead pacing impedance had gradually been rising and was noted to be stable but high. The pacing threshold was also noted to have increased gradually over time and was high. The r-wave was also noted to be small. The lead remains in use. No patient complications have been reported as a result of this event.